Event description:
During index procedure, the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid-lad artery segment due to stenosis. It is reported that the procedure was successful. Approximately 1.5 months post index procedure, gi bleed occurred. Patient received a blood transfusion. The investigator indicated that the reported event was unrelated to the study device. Approximately 2 months post index procedure, patient death occurred. Cause of death is non-cardiac. Patient's death was related to kidney disease. The investigator indicated that the reported event was not related to the study device.

Event description:
It was reported that the patient death was due to septic shock.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (hemorrhage/death).